Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient post myopic lasik implanted with a tecnis intraocular lens (iol) model za9003 21.0 diopter lens in the left eye (os) came out -3.50 +.75. The physician aimed for -1.75 which ora (ocular response analyzer) confirmed the choice of a 21.0 with hagiya. The eye had an axial length (al) of 27.66. Through follow up it was learned the za9003 lens still remains implanted however the physician is considering doing an explant. The physician noted there is no indication of plateau iris and no displacement of the iol. The physician also inquired about if there was a possibility that the iol was mislabeled or part of a recall. It was later confirmed this lens is not part of a recall.

Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional complaints received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.